Event description:
Patient with mtp fusion plating, implanted on (B)(6) 2012 returned to surgeon complaining of on-set of pain at 3 month follow up. It was discovered 3 screws were broken and two screws were backing out. Patient returned to operating room on (B)(6) 2012, hardware was removed, it was noted: non-union of the 1st left metatarsal. Patient revised to competitors screws. Surgeon noted patient was non-complaint. This is 1 of 6 reports.

Manufacturer narrative:
The raw material and device history records were reviewed and all met specification.